Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that, "loose cup. Revised. Tissue looked abnormal. White in color. Residue on neck stem junction of modular neck. Revised.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on an unspecified date/time in (B)(6) 2010. The patient indicated she manages her diabetes with insulin; however, in response to the alleged issue, the patient claimed she decreased her insulin by 5 units approximately one month later. On an unspecified date/time in (B)(6) 2010, the patient claimed that as a result of the alleged issue, she developed symptoms of blurry vision and nausea. The patient denied receiving any treatment after the alleged issue began. At the time of troubleshooting, the csr verified that the subject meter did not turn on with the power button and /or test strip. The csr noted that the battery in the subject meter needed to be replaced, per owner's manual recommendation; however, the csr noted the patient did not have a replacement battery available at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. A secondary issue was also noted as that of lcd cable/cable connector. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.